Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient developed thrombosis in the proximal basilic vein. The patient was prescribed medication. The issue was resolved without sequelae.